Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be successfully implanted due to a failed defibrillation threshold testing. This device failed at converting a ventricular arrhythmia and the patient had to be externally rescued. A different ICD was used as replacement and the implant procedure was completed. This ICD is expected to be returned for analysis and no adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was unable to be successfully implanted due to a failed defibrillation threshold testing. This device failed at converting a ventricular arrhythmia and the patient had to be externally rescued. A different ICD was used as replacement and the implant procedure was completed. Reportedly, a previous ICD system was completely explanted due to the same reason. This patient has high defibrillation thresholds. This ICD is expected to be returned for analysis and no adverse patient effects were reported. This correction report is being submitted as the complaint is no longer considered a serious injury and/or life-threatening case report. The case information indicates there was a conversion failure. However, the device appropriately delivered therapy and the arrhythmia was not properly converted due to the patient requirement of higher defibrillation thresholds. Thus, this ICD was unable to be implanted due to patient condition, and not a product performance issue. Device worked as intended.